Manufacturer narrative:
Conclusion code updated to 12 based on additional investigation activities. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed the lead was bent out of box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that during unpacking, the lead was bent. A new lead was used instead. The cause was not determined. The patient was currently in the hospital for observation. No patient symptoms/complications were reported as a result of the event.

Manufacturer narrative:
The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis confirmed that the distal end of the lead was bent out of box. If information is provided in the future, a supplemental report will be issued.